Event description:
During a shunt pta treatment procedure, insertion difficulties were encountered. Resistance of the catheter lumen was met during insertion through a transend guidewire. The catheter was replaced and the procedure was successfully completed. No pt injury or complications were reported. The lesion being treated was slightly tortuous. Pt status is reported as 'good'.

Event description:
Resistance was met while attempting to insert the transend guidewire through this balloon's guidewire port. This is determined to be a non-reportable event submitted in error.